Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.

Manufacturer narrative:
This is one of two device reports associated with this event. The related MFR report numbers are 1225714-2014-00167 and 1225714-2014-00168. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted the patient experienced a sudden cardiac event and expired approximately three weeks later, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-00167 and 00168.